Manufacturer narrative:
This device has been received for analysis. The report will be updated upon analysis completion.

Event description:
It was reported that the pacemaker exhibited an accelerated battery depletion. Engineering reviewed data from the pacemaker's memory and found the power consumption of the device had been increasing for over a year. Engineering confirmed that the pacemaker's battery was prematurely depleting and recommended explant. Subsequently the pacemaker was explanted for early battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.